Manufacturer narrative:
(B)(4). Concomitant medical products: 00232805203, volar plate standard left 3 hole, 63732585. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02451.

Event description:
It was reported that during a fractured distal radius procedure one of the screws cold-welded to the plate, and the entire plate with the rest of the implanted screws had to be removed from the patient. A new plate and screws were then implanted successfully. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection performed on the returned products confirmed an unknown screw was seized in the threaded hole of the plate. The head of the screw was stripped. As the screw cannot be disassembled, no further evaluations can be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.